Event description:
It was reported there was a catheter replacement surgery done on (B)(6). A bending was found close to the insertion site.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# unknown, product type: catheter. (B)(4).